Manufacturer narrative:
Concomitant medical products: product ID 7495-40, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2016, product type: extension. Product ID 3587a, lot# l90734, implanted: (B)(6) 2001, explanted: (B)(6) 2016, product type: lead. Product ID 7427v, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 3987a, lot# lb8138, implanted: (B)(6) 2004, product type: lead. Product ID 3987a, lot# lb8130, implanted: (B)(6) 2004, product type: lead. Product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3550-09, product type: accessory. Product ID 7427v, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the healthcare professional (hcp) was unable to disconnect the extension from the lead during a battery replacement for normal end of life replacement. The hcp was unable to get the hex wrench to turn the screw and it was noted that there was possible scar tissue or bone tissue growth in the screw connector. The hcp noted that the lead looked like it was fractured so they were going to replace the lead at another date. Neurosurgery was contacted and a paddle lead was removed and replaced. The patient was receiving effective therapy after surgical intervention and battery replacement. The indication for use was complex regional pain syndrome type I.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the battery was not in new condition. Analysis of the extension (s/n (B)(4)) found all four conductors are broken 35.7 cm from the proximal end. The insulation is broken apart and worn on the inside of the lumens at this location. Also, there is a breached depression in the insulation to the #0 and #3 conductors 4.5 cm from the proximal end. The distal end of the extension had been cut apart and the connectors pulled out of the molded rubber. A sticky foreign material was observed in and around the setscrews making them difficult to loosen. A connector sleeve from the returned lead was still in three of the four connectors. Analysis of the lead (lot number l09734) found all four connector sleeves were pulled off the lead. Three of the four connector sleeves were still in the setscrew connector blocks of the returned extension. No significant anomaly. Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the battery was not in new condition. Analysis of the plug (model# 3550-09, unknown s/n) found both of the connector legs were broken off the plug. It is unknown if this occurred during explant or prior to explant. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.